Event description:
He stated that eight out of ten wafers have been very difficult to remove. The end user reported that his skin was removed when trying to remove his wafer.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.